Event description:
Boston scientific received information that device and associated right ventricular (rv) lead displayed a shock impedance measurement of greater than 200 ohms. No additional testing was performed. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.